Event description:
A malfunction was reported on a customer's pump, specifically displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support (cts) decided to replace the pump, providing the customer with a model that includes updated software. As the customer's pump was included in a field correction notice, cts updated the email address and sent the required notice on behalf of the customer. The caller was instructed to return the faulty pump to tandem using the provided return box and pre-paid label to avoid charges. Additionally, instructions were provided for putting the pump into storage mode before returning it. The caller was advised to program the pump settings and connect their continuous glucose monitor (cgm) to the new pump once received, with all instructions acknowledged by the caller.